Event description:
Careplan for rectal cancer was built by pharmacist to reflect 5-fluorouracil 1000mg/m2/day x 4 days. Mosaiq (elekta) does not allow the dose basis to be built on a mg/m2/day basis. The careplan was thus built as mg/m2 and as such, the patient received 1000mg/m2 over 4 days instead of 1000mg/m2/day over 4 days, i.e the patient only got 25% of the dose they should have gotten.